Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient has been having elevated blood glucose (bg) the past two days, between 200 and 400 mg/dl with lethargy and moodiness. The reporter stated that upon review of the pump history they found multiple boluses that are missing from the pump history. The reporter alleged that since the boluses were not in the history, they did not deliver, resulting in the patient's bg elevations. The patient reportedly gave two correction injections for the bg elevations and bg came down to 100 mg/dl but has mostly remained elevated. The patient's bg at the time of the call was reportedly 328 mg/dl with no signs or symptoms. The patient reportedly stopped insulin pump therapy and was on a back-up plan for insulin delivery. An explanation for why the boluses were not showing in the pump history could not be found during troubleshooting. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump did not deliver programmed boluses.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the daily insulin delivery totals for (B)(6) 2013 correctly reflected the user¿s programmed basal and bolus deliveries for those days. On (B)(6) 2013 at 19:06 a 26.85 unit bolus was programmed; only 19.85 units were delivered due to a partial delivery, user aborted (meter) warning. The meter was not returned for investigation. There were no errors or alarms in the pump¿s history, only typical usage was observed. During testing, the pump was exercised for 24 hours with no alarms or warnings. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested, and no hypersensitivity was found.